Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. The health care professional (hcp) was performing a software update on the device when they lost telemetry. The hcp tried two different programmers and two different wands without success. Technical services (ts) discussed troubleshooting options with the hcp. The patient was to be brought into the clinic for troubleshooting. No adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. The health care professional (hcp) was performing a software update on the device when they lost telemetry. The hcp tried two different programmers and two different wands without success. Technical services (ts) discussed troubleshooting options with the hcp. The patient was to be brought into the clinic for troubleshooting. No adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that the patient was brought back to their clinic and the device was able to be successfully interrogated. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. The health care professional (hcp) was performing a software update on the device when they lost telemetry. The hcp tried two different programmers and two different wands without success. Technical services (ts) discussed troubleshooting options with the hcp. The patient was to be brought into the clinic for troubleshooting. No adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that the patient was brought back to their clinic and the device was able to be successfully interrogated. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that surgery was performed to explant and replace this device due to premature battery depletion. During the procedure and prior to the device changeout, the low energy shock impedance was 120 ohms and an induction shock of 65 joules did not convert the patient. A second induction at 65 and 80 joules also did not convert and the shock impedance was 155 ohms. The low voltage impedance after that was 100 ohms. The device was explanted and replaced as planned. Defibrillation threshold (dft) testing was performed with the new device and the chronic electrode which were not successful. An xray was obtained the following day which showed the electrode and new device were in an ideal position. It was questioned whether the patient had a significant weight gain. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. The health care professional (hcp) was performing a software update on the device when they lost telemetry. The hcp tried two different programmers and two different wands without success. Technical services (ts) discussed troubleshooting options with the hcp. The patient was to be brought into the clinic for troubleshooting. No adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that the patient was brought back to their clinic and the device was able to be successfully interrogated. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. The health care professional (hcp) was performing a software update on the device when they lost telemetry. The hcp tried two different programmers and two different wands without success. Technical services (ts) discussed troubleshooting options with the hcp. The patient was to be brought into the clinic for troubleshooting. No adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that the patient was brought back to their clinic and the device was able to be successfully interrogated. No adverse patient effects were reported. The device remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. Additional information was received which reported that surgery was performed to explant and replace this device due to premature battery depletion. During the procedure and prior to the device changeout, the low energy shock impedance was 120 ohms and an induction shock of 65 joules did not convert the patient. A second induction at 65 and 80 joules also did not convert and the shock impedance was 155 ohms. The low voltage impedance after that was 100 ohms. The device was explanted and replaced as planned. Defibrillation threshold (dft) testing was performed with the new device and the chronic electrode which were not successful. An xray was obtained the following day which showed the electrode and new device were in an ideal position. It was questioned whether the patient had a significant weight gain. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Additional information was received which reported that a lateral chest x ray showed the patients electrode was superficial and had not been in an ideal placement. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.